Manufacturer narrative:
The reported complaint of ua12 (lifeband not present) was confirmed based on the archive data. The root cause was determined to be due to the defective cable reset switch. The reported complaint of ua41 (patient temperature sensor failure) was confirmed based on the archive data and during functional testing. The root cause was determined to be due to the defective temperature sensor component. The autopulse platform is 9 years old, well beyond the service life of 5 years, thus the damage found in the cable reset switch and temperature sensor are characteristic of normal wear and required replacement. Visual inspection of the returned platform revealed damage to the front cover, a bent battery lock, and a sticky clutch, unrelated to the reported complaint. The observed physical damages appear to have been caused by normal wear and tear. A review of the autopulse platform archive was performed, and it showed ua41 (patient temperature sensor failure) and multiple ua12 (lifeband not present) occurred on the reported event date of (B)(6) 2019, thus, confirming the reported complaint. During functional testing, the platform failed to power up and ua41 was displayed. Therefore, the reported complaint was confirmed. Following service, including replacement of the temperature sensor, front cover, battery lock, and the sticky clutch as well as adjusting the cable reset switch, the platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
The reported event of "unit when turned on it switches from ua 12 then the unit will turn off then go to fault 41 or vice versa" was confirmed during functional testing and through archive data review. Ua12 was only confirmed based on the archive data while ua41 was confirmed based on the archive data and during functional testing. The root cause was determined to be due to the defective temperature sensor and loose cable reset switch as a result of wear and tear of an aging device. The autopulse platform was manufactured in april 2010, and it is over 9 years old, well beyond its expected service life of 5 years. Visual inspection of the returned platform revealed damage to the front cover, a bent battery lock, and a sticky clutch, unrelated to the reported complaint. The observed physical damages appear to have been caused by normal wear and tear. A review of the autopulse platform archive was performed, and it showed ua41 (patient temperature sensor failure) and multiple ua12 (lifeband not present) occurred on the reported event date of (B)(6) 2019, thus, confirming the reported complaint. User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse has detected one of several conditions. User advisory 12 is an indication that the autopulse® has detected a change in lifeband position. This advisory can happen when band clip on the lifeband is not properly engaging safety switches in the driveshaft. Recommended action to take for this type of user advisory is: ensure the lifeband is properly installed with the band clip seated in the drive shaft. Press restart to clear the ua. During functional testing, the platform failed to power up and ua41 was displayed. Therefore, the reported complaint was confirmed. Following service, including replacement of the temperature sensor, front cover, battery lock, and the sticky clutch as well as adjusting the cable reset switch, the platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, it was noted that when the autopulse platform was turned on, user advisory ua12 (lifeband not present) was observed. The customer installed several lifebands to clear the ua12, but it was unsuccessful. After the platform was turned off and back on, user advisory ua41 (patient temperature sensor failure) was observed. The platform was placed on a wooden table and then on asphalt; however, ua41 was still present. No patient involvement.